Manufacturer narrative:
The logs and archive for the navigation system and procedure were reviewed by medtronic personnel. However, the logs and archive provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sfw kit 9735737. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while loading exams, the system would not totally load the exams and then would shut itself off. The system was rebooted without resolve and landed on the ubuntu screen and would not advance. This issue was noted outside of a procedure, and there was no patient involvement.